Event description:
After I have been diagnosed with atrial fibrillation, my husband did some research and found out that the only smart ring on the market, which is food and drug administration approved to help diagnose atrial fibrillation is the circular 2 smart ring. So, he bought it, as we both believed that it would help! Unfortunately, the electrocardiogram function of the ring is terrible! It hardly reads anything, and most of the readings show either ¿undiagnosable", or ¿no result". We were expecting more from a food and drug administration approved device! I don't feel peace of mind using it anymore...what a waste of money!